Manufacturer narrative:
Correction: the adverse event problem (h6) coding has been updated to the correct coding.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced no sound and frontal headache pain with stimulation from the implanted device leading to device non-use. Reprogramming attempts were performed; however, the issue could not be resolved. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.